Event description:
It was reported that 22 patients underwent anterior cervical discectomy and fusion procedures at a total of 38 levels using rhbmp-2/acs, peek interbody cages, and anterior plate fixation for cervical radiculopathy. The literature article reports that there were observed spherical radiolucencies within the fusion mass in the central core of the peek grafts, with a cyst-like appearance. Fifteen fused levels had cysts greater than 3mm in diameter.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.